Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a patient expired on the way to a hospital. The customer did not report that the device was a factor in the patient death. An investigation of both the customer complaint and a product evaluation are pending. Additional information has been requested.

Event description:
A customer reported that a patient expired on the way to a hospital. The customer did not report that the device was a factor in the patient death. The customer did not report a product problem and did not request that a philips field service engineer (fse) evaluate the device. The customer contacted philips with an operational question and reported that a patient had expired. The customer stated that the device was working properly. The philips fse provided instruction on how to change printer settings. The customer reported that no ECG s trips or patient event files were available for review. No additional information was provided to philips. The device remains in service at the customer site.